Event description:
It was reported that during a sigmoidectomy procedure, an error code 5 was displayed early in the case. When the blade was wiped, it broke off on the mayo table. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipments, and damage of this magnitude would have been detected at this process. The batch history records reviewed with no anomalies noted during the manufacturing process.